Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure, and the irrigation lumen was possibly blocked. After insertion into the patient's body, the infusion pump blockage alarm sounded during mapping, and the catheter was removed from the patient's body and checked. The physician stated that saline solution came out gradually; however, it seemed to be less than usual. The irrigation issue was resolved by replacing the octaray catheter with another one. There were no further alarms. The procedure was completed without any problems. There was no patient consequence. The error was not from the irrigation pump. The issue was discovered when the infusion pump blockage alarm sounded during mapping.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure, and the irrigation lumen was possibly blocked. After insertion into the patient's body, the infusion pump blockage alarm sounded during mapping, and the catheter was removed from the patient's body and checked. The physician stated that saline solution came out gradually; however, it seemed to be less than usual. The irrigation issue was resolved by replacing the octaray catheter with another one. There were no further alarms. The procedure was completed without any problems. There was no patient consequence. The error was not from the irrigation pump. The issue was discovered when the infusion pump blockage alarm sounded during mapping. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31339942l, and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized normal saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).